Manufacturer narrative:
The reported issue was confirmed. The root cause is a failed circulation pump. Biomed replaced the circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced the circulation pump because it was not moving any water but still having issues with flow, there was issues with filling, they tried using the same water because they did not have any cleaning solution, they would order and refill then call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed replaced the circulation pump because it was not moving any water but still having issues with flow, there was issues with filling, they tried using the same water because they did not have any cleaning solution, they would order and refill then call back.

Event description:
It was reported that the biomed replaced the circulation pump because it was not moving any water but still having issues with flow, there was issues with filling , they tried using the same water because they did not have any cleaning solution, they would order and refill then call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.